Event description:
A pt reported that following an intraocular lens (iol) implant surgery, he saw a "blue spot" which became bigger when the object was further away. He described the blue spot as "a cloud" and stated he could read letters through the blue spot. The pt reported that his physician stated that "everything was ok". Additional info was received from the pt who reported three different eye specialists were contacted and none of them were able to locate the problem. It was observed that "the retina was ok and the lens was clear".

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. (B)(4).